Manufacturer narrative:
A siemens fse (field service engineer ) was dispatched to the customer site. Fse replaced mixer motor, valves, probe and pump seals. Customer ran calibration and qc , the instrument is performing within specifications. No further evaluation of the device is needed.

Event description:
Discordant low advia 2400 sodium, potassium and chloride results on two patient samples. The laboratory repeated the samples and reported the correct results to the physician. There were no reports of patient intervention or adverse health consequences due to the discordant sodium, potassium and chloride results.